Event description:
A consumer implanted for failed back surgery syndrome reported about a year ago therapy stopped functioning and working and they were unable to get it to start.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.